Event description:
Procedure type: c-section. According to the reporter: the pt first ambulated 24 hours after her c-section and she noticed that her bowels were coming out of her incision. The pt underwent laparotomy to repair the wound. The pt was stable after the surgery.